Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery alarm. The customer's blood glucose level at the time of incident was 168mg/dl. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised of possible occlusion with reservoir and or set. The customer was advised replacements would be sent. The customer was advised to monitor the device.